Event description:
It was reported that the procedure was to treat a lesion located in the circumflex that was non-calcified and non-tortuous. While trying to advance the nc trek, there was resistance in the guide catheter and the device was removed. It was observed there was a tear in the balloon material. Another same size balloon was used to continue the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.